Manufacturer narrative:
Eval confirmed the distal end of the cannula partially broke off above the retaining ring. The edges of the broken area are flared suggesting force was applied from the inside out. A definitive conclusion could not be determined from the info provided by the customer. This is the first complaint of this type for this part/lot combination.

Event description:
This report is submitted in response to customer's medwatch submission to the FDA. Customer reports that upon cannula's insertion into the pt's right shoulder, it was noted on the camera that a small piece of the cannula had broken off the end. The piece was removed from the pt in its entirety and the cannula was removed from the field. This device is used for treatment.